Event description:
This is the first of two reports (same incident, different product ids). This is in regards to the service module. The customer's cusanxt console and module just came back from repair on 26jan2016. The operating room buyer and the registered nurse hooked everything up. The surgeon had a crani case on (B)(6) 2016. The staff could not get the suction to work at all. The yellow alarm was going off and they couldn't get it to go away after troubleshooting. There was no patient injury reported. There was a 1 hour surgery delay. An integra sales specialist went to the facility the next day to verify that the setup was correct and found that the suction didn't work. An integra sales representative went to the facility on (B)(6) 2016 and verified that the suction didn't work. The sales representative hooked it up to the wall suction and it worked perfectly fine. Additional information has been requested. Linked to mfg. Report number: 3006697299-2016-00098.

Manufacturer narrative:
Integra has completed their internal investigation on 01mar2016. The investigation included: methods: valuation of actual device; review of device history records. Review of complaint history. Results: evaluation of device: the vacuum pump assembly was verified as defective; the 2a and 10a fuses were blown which lead to no power supply output to the vacuum pump assembly. No non-conformance reports were raised during the manufacturing process for the cusa nxt service module. The DHR review confirmed all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cusa nxt service module been released. The review encompassed from dates 03-feb-15 to 29-feb-16. The complaint review did not identify an adverse trend. The complaint rate over the review period for similar complaints calculated as (B)(4) of procedures. The customer complaint incident was confirmed. The root cause was identified as blown 10a and 2a fuses on the power supply to the vacuum pump assembly.